Event description:
Reporter indicated that a vns magnet casing was cracked, and that due to the crack the magnet would not activate the magnet mode setting on her implanted vns generator. The magnet was discarded. Follow up with the reporter's attending physician revealed vns magnet mode diagnostics had not been performed prior to the magnet being discarded, so it cannot be determined if the magnet was functional with the cracked casing.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.